Event description:
It was reported that during a laparoscopic sigmoidectomy, the device firing sound was heard for the short moment and the firing stopped when colon-rectum anastomosis. At that time, the green check mark was illuminated, and the device became not to fire. It could not be confirmed if the staple was stapled or not. Additional cut was performed on the rectum and the oral side of the colon, and re-anastomosis was performed. The device was used on the colon and rectum. Another device was used to complete the case. There were no problem when removing the 1st device. When performing the re-anastomosis, no additional porthole nor additional cut were performed. The patient was discharged from the hospital as it was planned. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. D4: batch #423c47. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with no apparent damage. In addition, no tyvek was received along with the device. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 423c47, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 2. Could you please confirm if the firing sequence was completed? No. 3. Did the device staple? No. 4. Was the staple line complete? No. 5. Were there any staples missing from the staple line? No. 6. What was the shape of the staples (b-formation, irregular, legs straight)? The staples was not deployed. 7. Were the staples deployed into the tissue? No. 8. Were the staples seen in the surgical field? No. 9. Did the device cut? The detailed information was not provided. 10. Was the cut line fully circumferential around the target tissue? The detailed information was not provided. 11. If the device fully cut, were both tissue donuts present? No. 12. If the device fully cut, were both donuts complete? No. 13. Could you please clarify if there were any patient consequences? Another device was used to complete the case. The patient was recovered and discharged from the hospital. 14. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No.